Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a discrepancy in the volume of the cetuximab infused. The medication was frozen or refrigerated and was brought to room temperature prior to the infusion. The source container was not made from a hard/rigid material. The actual amount was 420 ml. However, the pump measured the volume as 500 ml. The volume to be infused was 420 ml programmed at a rate of 420 ml/hour infused over one hour, dose 840 mg. The location where the problem occurred was unknown. It was not known if there was patient involvement nor patient injury/medical intervention associated with the problem. No other information was provided by the initial reporter during complaint intake.